Manufacturer narrative:
Visual examination of the returned screwdriver confirmed the tip to be broken off and missing. Review of records confirmed the device was manufactured to specification. Root cause cannot be positively determined; however, the application of atypical force during use can result in this type of breakage.

Event description:
Contact reported that the tip of the screwdriver broke off inside the hex of the screw during insertion. The piece could not be removed. The spinal rod was placed within the screw head and the case completed. There was no adverse outcome as a result of this situation. Since an unintended portion of the device was left in the pt, an MDR is filed to document this event.